Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, additional information and a copy of the operative report were received. According to the operative report, the patient had been on dialysis for over 3 years, developed infection in his av fistula in his left arm and then subsequently developed heart failure symptoms, was found to have severe aortic insufficiency with endocarditis and large mobile vegetations on his aortic valve as well as vegetations on the tricuspid valve annular abscess, and he was intubated a few days prior (for surgery on (B)(6) 2010) for septic shock at an outside hospital and transferred for definitive care. He was neurologically intact, and he and his wide consented to proceed with urgent surgery. He left the operating room in critical condition and required ECMO support. Unfortunately, the cause of death was not provided.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details were provided.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. The patient also had another patch, and a valve implanted; (B)(4). Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 09/23/2010 and 10/02/2010); however, no additional information was received. The cause of death remains unknown. The device history record (DHR) review has been completed, and there were no nonconformance found related to this event.